Event description:
It was reported that 80th leads of a dual chamber l implantable cardioverter defibrillator (ICD) system from the sorin group showed reproduceable oversensing signals during an inhouse follow­ up. The device and right atrlal (ra)-lead ls from the sorin -group. The right ventricular (rv) lead from (8)(6). The condition of the patient was good. There were no inappropriate shocks delivered. The physiclan successfully explanted 80th leads wlth a special explant tool. Both leads showed macroscopic insulation defects on the proximal area. In the same procedure the physician implanted. A new ra lead (sorin group) and a new rv lead ((B)(6)) with good measurements in all sections. The old ICD (sorin group) was used again. Before, during and after the procedure the condition of the patient was good. This report reflects information received by FDA in the form of a notification per 803.22 (b).